Event description:
Boston scientific received information that while reviewing the arrhythmia logbook, the field representative noted one episode of pacing inhibition with 2.2 seconds of asystole. The auto capture (ac) feature was on in the device. The cause of the pacing inhibition was unknown. Boston scientific technical services (ts) was consulted and discussed that the patient had tachycardia lead implanted with the pacemaker and using the ac feature in this situation was off label use. Ts further discussed that the cause of the pacing inhibition could not be loss of capture as the ac feature would deliver a back-up pace within 1000 ms. Since this was only seen one time, ts suggested going to a permanent output and monitoring. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.